Event description:
Pt had flexiseal internal stool collection device in place. Product problem was that the balloon which holds it in place did not work properly. The 45 ml port by which the balloon can be inflated/deflated broke allowing the balloon to deflate prematurely. Pt problem was that when the device was removed, it was found that the pt had some bleeding at the site, bright red blood in addition to blood clots were noted. Et nurse recommended an external device since this pt requires anticoagulation.